Manufacturer narrative:
B3 date of event updated. B5 describe event or problem updated. H6 patient codes updated. H6 impact codes updated.

Event description:
It was reported that a cerebral vascular accident (cva) occurred. On (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). On (B)(6) 2023, the patient experienced a cva. A transesophageal echocardiogram (tee) on (B)(6) 2023 identified vegetation on the mitral valve. The etiology of the cva was not definitively determined. The patient underwent open heart surgery on (B)(6) 2023 for a mitral valve replacement and the physician noted the closure device had completely endothelialized. The patient remains hospitalized for recovery from the valve replacement surgery. It was further reported vegetation on the mitral valve was identified on previous imaging prior to the laa closure procedure. It was previously reported the cva occurred on (B)(6) 2023; it was further reported the patient experienced visual impairment as a result of the cva on (B)(6) 2023. The etiology of the stroke was determined to be embolic in nature. On 02nov2023 the patient underwent mitral valve repair, tricuspid valve ring placement, excision of the closure device, a cox maze 4 procedure, and placement of an atrial clip. On (B)(6) 2023 the patient was discharged to a rehabilitation center.

Event description:
It was reported that a cerebral vascular accident (cva) occurred. On (B)(6) 2023, a left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds). On (B)(6) 2023, the patient experienced a cva. A transesophageal echocardiogram (tee) on (B)(6) 2023 identified vegetation on the mitral valve. The etiology of the cva was not definitively determined. The patient underwent open heart surgery on (B)(6) 2023 for a mitral valve replacement and the physician noted the closure device had completely endothelialized. The patient remains hospitalized for recovery from the valve replacement surgery.